Event description:
Health care professional reported that during mitral valve replacement, the valve impinged multiple times while attempting to come off pump. The reason could not be determined so the valve was replaced with another med hall.